Event description:
The account reported that the electrosurgical unit (esu/generator) as well as another esu (same model and part number), serial number (B)(4) were involved in a series of pt incidents over the last several months in polypectomy procedures. The settings of the esus were forced coag, 25 watts, effect 2. There was one (1) perforation which required further intervention work, 10 post polypectomy bleeds, and there (3) post polypectomy syndromes. The medical personnel reported that they experienced "random surge in output". No specific pt information was provided.

Manufacturer narrative:
A thorough investigation into the situation was immediately undertaken by the involved sales representative and erbe technical support. It was discovered that the generators were being used with olympus 4mm active cables in combination with 3 mm boston scientific snares. The connection between the two (2) non-erbe accessories was very loose. This condition would explain the reported intermittent erratic output from the accessories. Therefore, loaner esus and compatible accessories were immediately procured. The next day, case work was performed with demonstration units and compatible accessories. The medical staff (multiple physicians, nurses, etc.) Noticed an immediate difference and all cases went very well. As a result, it appears that the use of the different size accessories was most likely the cause of the reported issues. Nevertheless the esus were thoroughly inspected/tested at erbe. Technical safety check was performed one each generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. Additionally, the outputs from the esus were within specification and consistent. No anomalies were found in the review of either of the unit's device history record (DHR). In conclusion, no erbe equipment problem was found that would have caused or contributed to the events. The account is being made aware of the findings. No trends have been identified and erbe USA, inc is now closing the files on this event.